Manufacturer narrative:
E4: medwatch ##mw5184943. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through medwatch #mw5184943 that the patient was implanted with heartmate 3 left ventricular assist device (lvad) and a temporary right ventricular assist device (rvad). Their post-operative course was complicated by an operating room takeback with re-exploration for bleeding in the chest wall vessel. The rvad was removed. A head computed tomography (CT) showed evidence of small strokes with early right sided weakness. This completely resolved prior to discharge.